Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that this (B)(6) old male patient with end stage renal disease (esrd) on pd therapy, experienced drain complication on (B)(6) 2015. On (B)(6) 2015, the patient was admitted to a hospital due to fluid retention. On an unknown date, the patient experienced fibrin in his line. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis. As of (B)(6) 2015, the patient continues to be hospitalized, continues hemodialysis therapy, and it is unknown if the event of fluid retention has resolved. The pd nurse stated that the fluid retention was not related to the device or pd solutions, but rather the patient's body where he had poor circulation.